Event description:
On 05/04/1998 following a catheterization procedure, a pt had an angio-seal placed in his/her right groin. Later (length of time not specified) the pt experienced symptoms of claudication, and therefore returned to his/her physician where an angiogram was performed. This angiogram identified "multiple embolic looking areas" distal to the puncture site and the angio-seal device, with no evidence of thrombosis at the puncture site. Despite multiple attempts to follow-up with a health care professional, there has been no further report of complication, treatment, or pt sequelae to the MFR.